Event description:
It was reported that during a da vinci-assisted surgical procedure that the vision side cart's (vsc). Power cord was found to be missing a prong. The procedure was reportedly being completed as planned, however it was not specified if the original vsc was able to be used. There was no additional information provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power cord to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Annex code updated. Annex c - inv findings desc 1. From c20 - no findings available to c0201 - electrical/electronic component problem identified

Event description:
Refer to h11 for follow-up information.